Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain/pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune thyroiditis ("autoimmune- hashimoto's disease"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), tooth disorder ("dental probs"), migraine ("migraines"), headache ("headaches") and visual impairment ("vision probs") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (laparoscopic total hysterectomy). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, autoimmune thyroiditis, abdominal pain, back pain, menorrhagia, psychological trauma, fatigue, gastrointestinal disorder, alopecia, tooth disorder, hormone level abnormal, migraine, headache, visual impairment and weight increased outcome was unknown. The reporter considered abdominal pain, alopecia, autoimmune thyroiditis, back pain, fatigue, gastrointestinal disorder, headache, hormone level abnormal, menorrhagia, migraine, pelvic pain, psychological trauma, tooth disorder, visual impairment and weight increased to be related to essure. The reporter commented: received treatment for pain, bleeding, hashimoto's disease, psych injury, other injuries/symptoms : yes. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2009: essure confirmation test(s) conducted, specify : yes result : unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-oct-2020: mr received : case category updated to serious incident, removal date added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain/pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), autoimmune thyroiditis ("autoimmune- hashimoto's disease"), psychological trauma ("psych injury"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), tooth disorder ("dental probs"), migraine ("migraines"), headache ("headaches") and visual impairment ("vision probs") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (laparoscopic total hysterectomy). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, abdominal pain, back pain, menorrhagia, autoimmune thyroiditis, psychological trauma, fatigue, gastrointestinal disorder, alopecia, tooth disorder, hormone level abnormal, migraine, headache, visual impairment and weight increased outcome was unknown. The reporter considered abdominal pain, alopecia, autoimmune thyroiditis, back pain, fatigue, gastrointestinal disorder, headache, hormone level abnormal, menorrhagia, migraine, pelvic pain, psychological trauma, tooth disorder, visual impairment and weight increased to be related to essure. The reporter commented: received treatment for pain, bleeding, hashimoto's disease, psych injury, other injuries/symptoms : yes diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2009: essure confirmation test(s) conducted, specify : yes result : unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-oct-2020: quality-safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.